Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES STATION DRAWER 3 WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 29-MAR-2022 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE HALF HEIGHT CUBIE DRAWERS 2-1,2-2 AND ALL THE CUBIE POCKETS WERE FAILED TO DETECT ON THE BUS. THE FIELD SERVICE ENGINEER (FSE) RESEATED THE ROW BOARD CABLES, RIBBON CABLES AND REPLACED THE RETRACTOR BANDS TO RESTORE THE DRAWER AND CUBIE FUNCTIONALITY. THE FSE RAN A FINAL TEST IN HARDWARE TEST APPLICATION. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station drawer 3 was not detected on bus.The customer reported that there was a delay in dispensing the medication.As per part investigation, it was determined that the reported drawer detection failures were caused by thermal damage and internal wire shorting in one retractor assembly, along with physical damage to a second retractor assembly, which compromised drawer communication and functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Identifier (UDI)PART ANALYSIS:The reported condition of ¿Not detected on bus for 3 drawers¿ was confirmed by the field service engineer (FSE) and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the BD FSE under WO 02007733. The HH cubie drawers 2.1 and 2.2 on the Main had all cubie pockets failed and were not detected on bus. FSE reseated the row board cables, ribbon cables and replaced both retractor bands. Drawers and cubie pockets recovered; therefore, the FSE ran the final test in the (HTA). During DCHU Visual Inspection: P/N 353844-01: The parts were received with no missing components on any assembly. Dark marks were detected on the flat flex cables of assemblies 1 and 2, indicating physical damage. On assembly 1 there were signs of thermal damage as overheating deformation of the copper filaments of the flat flex cable. Closer inspection using a manual microscope detected the internal wires shorted which produced excessive heat on the filaments. During DCHU Testing: P/N 353844-01: Since thermal damage was detected on the first assembly upon visual inspection, no testing is to be performed. On the other assembly, physical damage was detected; therefore, testing was not performed as well. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the reported complaint is the thermal event present on one of the received ASSY RETRACTOR DWR HH CUBIE, due to cross continuity on the internal copper wires, which caused overheating. Additionally physical damage to the other assembly caused communication issues with the station.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES STATION DRAWER 3 WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.